Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd nexiva¿ closed IV catheter system the safety mechanism would not disengage from catheter. The following information was provided by the initial reporter:  it was reported by the consumer the needle would not pull off of the IV.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd nexiva¿ closed IV catheter system the safety mechanism would not disengage from catheter. The following information was provided by the initial reporter:  it was reported by the consumer the needle would not pull off of the IV.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo which displayed the needle grip assembly did not detach from the catheter adapter and extension line assemblies despite the needle having been pulled back. The reported defect was confirmed. There are various processes during manufacturing where damage could occur that may potentially impede the device from decoupling. Additionally, if the needle tip is not fully pulled back into the tip shield during the use, this could impede the device from decoupling. Operators perform in process sampling and testing for retraction throughout the manufacturing process. Preventative maintenance is also performed periodically to ensure proper function of the equipment. During use, if the clinician holds onto the push tab component it can result in inability to withdraw the needle from the catheter. The IFU cautions clinicians to not hold push tab during needle removal. Unfortunately, the photo did not provide sufficient detail to determine if there was any type of damage or if the needle tip was improperly secured inside the tip shield; therefore, manufacturing and application error are both possible scenarios. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that during use with bd nexiva¿ closed IV catheter system the safety mechanism would not disengage from catheter. The following information was provided by the initial reporter:  it was reported by the consumer the needle would not pull off of the IV.